Manufacturer narrative:
Other, other text: additional information is provided in h.2, h.3., h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that it was received with two pressure chambers, both in good physical condition. The air detector has a damaged latch that is difficult to open and close. During the functional testing, the problems stated by the customer were replicated. The cause of the issue was a defective compressor and damaged latch. The latch and compressor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated UDI related data quality updates only.

Event description:
It was reported that the device was alarming and would not pressurize. The air in line sensor door "catch" was also broken. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. D3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.